Manufacturer narrative:
During the device evaluation, an adhesive like substance was found on the hood. It was determined that a probable cause of the presence of this substance was adhesive residue from the peel away lens remaining on the face shield. The hood is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that prior to a total knee procedure at the user facility, a foreign substance was found on the shield of the hood when the package was opened. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event. The total knee procedure was completed successfully.

Event description:
It was reported that prior to a total knee procedure at the user facility, a foreign substance was found on the shield of the hood when the package was opened. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event. The total knee procedure was completed successfully.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. (B)(4): failure analysis is in progress.